Event description:
Rn (registered nurse) changed out a bag of cardizem and programmed pump to run at a rate of 15/ml per hour. The new 100ml bag was hung at 1305 and rn heard a beeping from the room at 1329. Rn went to room to check on the IV pump and found that the whole bag had been infused. Rn double checked the scanning process and programming. Per pump, there was still 77ml to be infused to patient and yet the bag was empty. Md, charge rn, and nurse manager notified immediately. The patient remained asymptomatic as of time of report. Patient vital signs were monitored q 5 minutes and telemetry made aware to notify staff on floor immediately of any change in rhythm. Patient remained in controlled afib at a rate of 86 bpm at time of report.